Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Concurrent conditions included endometriosis since (B)(6) 2010, ovarian cyst since (B)(6) 2010, galactorrhea since (B)(6) 2010, fatigue since (B)(6) 2010, vomiting since (B)(6) 2010 and overweight (bmi 28.337). Concomitant products included alprazolam (xanax) and multivitamin. In 2006, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/"), menorrhagia ("abnormal bleeding (menorrhagia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2006, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain/right side of pelvic area/leftside of pelvic area"). In 2010, the patient experienced depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and pollakiuria ("urinary frequency"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), adhesion ("adhesions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pelvic floor dyssynergia ("pelvic floor dysfunction"), dysuria ("dysuria"), procedural haemorrhage ("complication during device removal-lost a little bit of blood"), flatulence ("I still have some gas and bloating & yes it can still be painful"), abdominal distension ("I still have some gas and bloating & yes it can still be painful"), back disorder ("back issues"), endometriosis ("endometriosis"), procedural pain ("out of surgery! I'm in pain & groggy"), bacterial vaginosis ("chronic bv") and abdominal pain lower ("pain is all on the left side and lower abdomen"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery ((B)(6) 2016 unilateral salpingectomy hysterectomy with bilateral salpingectomy and (B)(6) 2016 unilateral salpingectomy hysterectomy with d and c with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, depression, anxiety, alopecia, infection, adhesion, incontinence, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, vaginal discharge, urinary tract infection, cystitis, pelvic floor dyssynergia, pollakiuria, dysuria, flatulence, abdominal distension, back disorder, endometriosis, procedural pain, bacterial vaginosis and abdominal pain lower outcome was unknown, the weight increased had not resolved, the dyspareunia and vaginal infection had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain lower, adhesion, alopecia, anxiety, back disorder, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, endometriosis, flatulence, genital haemorrhage, headache, incontinence, infection, menorrhagia, migraine, nausea, pelvic floor dyssynergia, pelvic pain, pollakiuria, procedural haemorrhage, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu 3 and 4 processed together. Social media contents received : flatulence, abdominal distension, back disorder, endometriosis, procedural pain, bacterial vaginosis, abdominal pain lower. On 13-nov-2019: fu 3 and 4 processed together. Plaintiff fact sheet received: no information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included overweight (bmi 28.337), fatigue since (B)(6) 2010, vomiting since (B)(6) 2010, galactorrhea since (B)(6) 2010, ovarian cyst since (B)(6) 2010 and endometriosis since (B)(6) 2010. Concomitant products included alprazolam (xanax) and multivitamin. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss"), infection ("infections"), dyspareunia ("painful intercourse"), adhesion ("adhesions"), incontinence ("incontinence"), pelvic pain ("pain/right side of pelvic area/leftside of pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ "), menorrhagia ("abnormal bleeding (menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic floor dyssynergia ("pelvic floor dysfunction"), pollakiuria ("urinary frequency"), dysuria ("dysuria") and procedural haemorrhage ("complication during device removal-lost a little bit of blood"). The patient was treated with vicodin, surgery (on (B)(6) 2016 unilateral salpingectomy hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016 unilateral salpingectomy hysterectomy with d and c with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, depression, anxiety, alopecia, infection, adhesion, incontinence, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, vaginal discharge, urinary tract infection, cystitis, pelvic floor dyssynergia, pollakiuria and dysuria outcome was unknown, the weight increased had not resolved, the dyspareunia and vaginal infection had resolved and the headache was resolving. The reporter considered adhesion, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, incontinence, infection, menorrhagia, migraine, nausea, pelvic floor dyssynergia, pelvic pain, pollakiuria, procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, bladder problems, urinary disorder, dysmenorrhea, migraines, headaches, nausea, vaginal discharge, urinary tract infection, bladder infection, vaginal infection, partial expulsion of device, pelvic floor dyssynergia, urinary frequency, dysuria and procedural bleeding. Event outcome of dyspareunia, vaginal infection updated to recovered. Event outcome of weight gain updated to not recovered. Event outcome of headaches updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss"), infection ("infections"), dyspareunia ("painful intercourse"), adhesion ("adhesions"), incontinence ("incontinence") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, depression, anxiety, weight increased, alopecia, infection, dyspareunia, adhesion, incontinence and pelvic pain outcome was unknown. The reporter considered adhesion, alopecia, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, incontinence, infection, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.